Manufacturer narrative:
The customer reported that the central nurse's station (cns) had a blue screen. While troubleshooting, it was discovered that the hardware acceleration was set to level 5. Decreasing the level to 4 resolved the issue. If the hardware acceleration on these units are set at too high a level, it can cause the unit to crash.

Event description:
The customer reported that the central nurse's station (cns) had a blue screen.